Event description:
It was reported that a customer experienced an issue with a cracked and unresponsive touchscreen on their pump. The blood glucose level was recorded at 150 mg/dl, which is within the normal range. The customer was expected to return the faulty device, and a replacement pump was arranged.